Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 24 synergy¿ drug-eluting stent (des) was advanced to treat the lesion. However, it was noted that the edge of the stent strut was lifted. The device was remove and the procedure was completed with another 2.25 x 24 synergy¿ des. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts on the proximal end of the stent that were lifted. The outer diameter of the undamaged portion of the stent was measured with a calibrated snap gauge which indicates the proximal end of the stent was within specification. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. Functional testing was attempted but due to the stent damage testing was not successful. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 24 synergy¿ drug-eluting stent (des) was advanced to treat the lesion. However, it was noted that the edge of the stent strut was lifted. The device was remove and the procedure was completed with another 2.25 x 24 synergy¿ des. No patient complications were reported and the patient's status was good.